Event description:
The customer received out of range control results of 368, 370 and 355g/dl on the contour next ez. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. Customer was advised to return the control solution for evaluation. New strips, meter and control were sent to the customer.

Manufacturer narrative:
This information was not provided in the initial report.